Manufacturer narrative:
Product analysis: could not do the pre-repair temperature test as the handpiece will not turn, due to motor, bearings corroded. Handpiece physically damaged. Unit had to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was overheating. There was no patient impact. On follow-up, it was reported that the device heated up in less than a minute. It happened during routine testing after decontamination, not during a procedure. This device was taken out of service. There was no patient involvement.